Manufacturer narrative:
The customer refused to cooperate with the incident investigation and also refused to return the device. The customer stated that they are dissatisfied with the device and level of service received. The customer refused to continue the conversation regarding the incident. Device records indicate that the device had been in for evaluation in 2007. During the evaluation of the device, no issues was noted with the device.

Event description:
Clinician reported that the device had burned a patient during a treatment. The clinician was upset over the incident.